Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock had failed. The field service engineer (fse) arrived on site and identified that the refrigerator had failed, after which the customer was instructed to attempt a recovery. Further evaluation revealed that the remote manager contained an incorrect latch intended for a tower configuration, specifically a pop latch. The field service engineer replaced the latch with the correct remote manager latch and tested the unit using the hardware test application, with successful results. The customer also performed testing to verify functionality. Despite these actions, the customer later reported that the remote manager continued to fail even after repairs and part replacements. Following consultation with management and the support group, it was recommended to replace the pyxis bus cable from a twelve-foot cable to a twenty-five-foot cable, which was completed by the field service engineer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager lock failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.